Manufacturer narrative:
(B)(4). Citation: british journal of surgery 2009; 96: 641¿649.

Event description:
Literature article: the latent presentation of pancreatic fistulas. The study aimed to describe the prevalence, behavior and significance of latent pancreatic fistulas, and to suggest management approaches to prevent, or at least mitigate, their impact on postoperative outcomes and use of overall resource. Between oct2001 and mar2008, four hundred five patients who underwent pancreatic resections for benign and malignant. In the procedure, a single fluted 19-fr blake intra-abdominal drain was routinely placed anterior to the pancreaticojejunal anastomosis or in the vicinity of the proximal transection margin, and exteriorized through the lateral abdominal wall where it was placed to bulb suction during the ensuing recovery. There were 107 out of 405 patients developed fistulas. Of these, 51 patients presented with biochemical evidence alone and 56 patients were clinically relevant. Of 56 patients, 36 had evident fistula and 20 had latent fistula. Therapeutic intervention included antibiotics (n=25 evident fistula, n=15 latent fistula), supplemental parenteral nutrition (n=9 evident fistula, n=8 latent fistula) and blood transfusion (n=12 evident fistula, n=11 latent fistula). The author stated that drain removal may disrupt the integrity of the pancreaticoenteric anastomosis or disturb consolidated peripancreatic fluid collections. Amylase-rich effluent alone is not sufficient for diagnosing pancreatic fistula, particularly those of clinical relevance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.